Event description:
During follow-up, undersensing was observed on the device resulting in a false pause episode. Abbott technical support was contacted and confirmed the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.